Manufacturer narrative:
(B) (4).

Event description:
The pt was instructed how to recharge her ins on (B) (6) 2009 in the doctor's office. The pt's husband was present and both of them showed and demonstrated a good understanding of the recharging process. The ins showed good connectivity to the recharging unit. In (B) (6), the pt placed a phone call with questions about her ins and recharging unit. The pt was instructed over the phone. During this time, it was determined that there was not enough charge in the recharging unit to charge the ins. When the pt plugged her recharging unit into the outlet and attempted to charge, she stated that she had good connectivity and that her ins was showing that it was being charged. On (B) (6) 2009, the pt was seen in the doctor's office for reprogramming and recharger training .the pt's husband was again present. The pt and her husband were trained in how to recharge the ins. At this point, the ins showed good connectivity to the recharging unit. The pt was informed that in order to use her recharging unit without having it plugged into the wall that she must have the recharging unit charged up. The pt and her husband showed good understanding of the recharging unit. There were no issues at this point. The pt reported she was getting "perfect coverage". On (B) (6) 2009, the pt called the company rep and was belligerent and yelling over the phone. On (B) (6) 2009, the pt called to set up an appointment to be seen at the doctor's office. The pt was yelling on the phone and stated she would not go to see the doctor without her attorney. The pt was seen in the doctor's office on (B) (6) 2009. The pt had many complaints, most of which appeared in the neurostimulator pt manual. The pt had the manual highlighted and stated that she had not been informed of the possibility of experiencing the side effects listed. She claimed to be experiencing nearly all the side effects and/or adverse events related to the implantation or use the neurostimulator system. The pt stated the device was flipping under the skin and causing pain. Upon examination of the implant site, the skin showed a tremendous amount of bruising, approx the size of a very large grapefruit. No bruising had been noticed previously. The pt claimed that the device was flipping spontaneously under her skin. The pt also reported a constant migraine headache, fever, burning at the implant site, and that her recharging unit was not functioning properly. The pt complained that the recharger was not connecting with her implantable neurostimulator (ins), and that it took her an excessive amount of time to charge her battery, and that she must recharge everyday. The pt also stated that she was not given a choice in the decision of choosing a rechargeable battery or a non-rechargeable battery at the time of implant on. The battery could not be read at this visit because the battery was dead. The pt said she thought it had been dead for one day. The flipping was not confirmed. The doctor took photographs of the site in the operating room when the device was explanted. The next day, the ins and leads were explanted. The outcome was unk.